Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6.

Event description:
A patient reports while activating a pod the cannula had deployed prior to placement at the pod infusion site. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the download data shows the device was deactivated after first prime, prior to when the needle mechanism is intended to deploy. No timeouts or drive stalls were seen in the data. No damages or defects were found that would prevent the device from completing second prime and deploying the needle mechanism as expected.